Event description:
It was reported that the patient called to report that the right atrial (ra) lead and the right ventricular (rv) lead went bad. The leads were capped and new leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).